Manufacturer narrative:
The insulin pump was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. Drive support cap did not appear to be damaged. The customer stated that the insulin pump was not exposed to high magnetic fields. Motor error occurred more than once in the last 30 days. The insulin pump passed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.